Manufacturer narrative:
A ge service rep performed an on site investigation. The work station uninterrupted power supply was replaced and the cine disk connector was secured. The system was tested and operates as intended.

Event description:
The customer reported the system displayed an uninterrupted power supply failure. No pt injury was reported.